Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering insulin. Customer's blood glucose level was 320 mg/dl. Customer treated high blood glucose with manual injection. Customer stated that the insulin pump had cosmetic damaged. The customer will discontinue use of the device.